Event description:
After contacting the patient's family member to inform them that the patient's device may be nearing end of life, the patient's family member reported that the device had been programmed to off for some time because if caused the patient's seizures to increase. There are no plans to explant/reimplant at this time.